Event description:
It was reported that bd alaris smartsite gravity set was missing a component the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Reported issue: per customer report : 6 of the tubing¿s used thus far from this box only have one port, not two. And drip significantly slower than the rest in the box. The packaging says it is a 2 port tubing as well, but there is only one port on the tubing. Site has also had issues with some of the 2 port tubing in this box as well where the fluid will just suddenly stop, then slow drip, then go back to a normal speed.

Manufacturer narrative:
B tab event/problem was updated to reflect bd product name. D tab was updated and corrected to included new material number and product name. The customer reported missing roller clamp on material 10012564, but returned a photo and an unopened sample of material 47177e, lot 23129093. The 10012564 material was not associated with the lot, reported failure, or sample. And will not be investigated. The missing smart site y-port on material 47177e was verified, only the distal smart site between roller clamp and luer was in the set, there was not the expected proximal smart site between back check valve and roller. The manufacturing site verified the failure of missing smart site component, and found the root cause to be assembly related. The root cause is due to incorrect sws sequence. The assembly sequence was communicated and reinforced in a quality alert issued 12jul2024. Device history record review for model 47177e lot number 23129093 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite gravity burette set was missing a component the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached reported issue: per customer report : 6 of the tubing¿s used thus far from this box only have one port, not two and drip significantly slower than the rest in the box. The packaging says it is a 2 port tubing as well, but there is only one port on the tubing. Site has also had issues with some of the 2 port tubing in this box as well where the fluid will just suddenly stop, then slow drip, then go back to a normal speed.